Manufacturer narrative:
Power error due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test

Event description:
The customer reported via phone call that insulin pump had power error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.